Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 24 x 2.25mm promus premier drug-eluting stent was selected for use. However, the shaft was fractured. The procedure was completed with another of same device. There were no patient complications. Patient was stable.